Event description:
It was reported that leakage occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "syringe was leaking at luer lok point." Customer's response to info request: what date did this occur? (B)(6) 2019 at 0430 and 0530. What type of medication leaked from the syringe? Dexmedetomidine." This complaint is to capture the issue that occurred at 0530. Additional information provided by customer states, "infant was very active and discussed dose of precede with provider and planned to increase. When I went to scan the label and change the dose, I noticed that the label and syringe appeared wet. I showed provider and she also saw this wetness. The line was clamped to access further. Provider attempted to push med through line to check for a leak with it still clamped and disconnected from baby and we noted liquid to be coming out at the area of connection between the syringe and clave. New precede syringe ordered from pharmacy and connected with new clave and tubing. Checked after 15 minutes and was still patent and infusing properly. After 40 minutes noted that there was once again wetness on the label and syringe. Promptly clamped and stopped this infusion and alerted the provider and charge rn again. Aseptically placed precede into new syringe and reconnected to baby. Connected flush to leaking clave to test and see if it was leaking with a different syringe and it was found to still be leaking. Saved this packaging and clave and added it to a bag with the other to give to management." 1 of 2 complaints.

Manufacturer narrative:
Investigation summary: two samples without packaging received, leakage test is performed, results are compliant, no defect observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. PMA/510(k)#: unknown, without a valid lot# it could be either k980987 or k151766. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "syringe was leaking at luer lok point." Customer's response to info request: what date did this occur? (B)(6) 2019 at 0430 and 0530 what type of medication leaked from the syringe? Dexmedetomidine. This complaint is to capture the issue that occurred at 0530. Additional information provided by customer states, "infant was very active and discussed dose of precede with provider and planned to increase. When I went to scan the label and change the dose, I noticed that the label and syringe appeared wet. I showed provider and she also saw this wetness. The line was clamped to access further. Provider attempted to push med through line to check for a leak with it still clamped and disconnected from baby and we noted liquid to be coming out at the area of connection between the syringe and clave. New precede syringe ordered from pharmacy and connected with new clave and tubing. Checked after 15 minutes and was still patent and infusing properly. After 40 minutes noted that there was once again wetness on the label and syringe. Promptly clamped and stopped this infusion and alerted the provider and charge rn again. Aseptically placed precede into new syringe and reconnected to baby. Connected flush to leaking clave to test and see if it was leaking with a different syringe and it was found to still be leaking. Saved this packaging and clave and added it to a bag with the other to give to management." 1 of 2 complaints.